Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a coarse travel error repeatedly at the same position. This event occurred in the operating room (or). A review of the device logs indicated that similar coarse travel errors had occurred multiple times previously but were cleared each time. The customer reported that patient involvement is unknown, and no harm was reported.